Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 382523. Batch#: unknown. It was reported by the customer that leaking at the junction between the catheter hub. This reflects the unknown date.

Event description:
Additional information: 10 dec 2024. 1. Unfortunately, I do not have the dates of the occurrences. They were reported to me after the fact and it¿s been quite a while. 2. It was reported that either the IV extension came detached from the IV hub or the IV extension came detached from the hub and tubing on the opposite end where the nurse was injecting agitated saline for a bubble study.

Manufacturer narrative:
Annex a code updated due to additional information received. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event.